Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed incoming sensing testing. This device was previously reported on FDA report #(B)(4) and this report contains only the additional information.

Event description:
The external pulse generator was previously returned for repair but was analyzed and returned to the customer unrepaired due to its length of service. The generator was subsequently returned as part of a trade-in/exchange program and tested out of specification during manufacturer's analysis.